Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not responding. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
A service engineer was not able to evaluate or repair the device as the customer declined service and repair. The customer ultimately declined service and repair, and no work order was generated. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
A service quote for repair was sent to the customer for approval, but the customer did not accept. The quote expired, so a philips service engineer was not able to evaluate or repair the device. It is unknown what the outcome of the service event was, and no further information was provided. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Another service proposal was sent to the customer for approval on 29dec2025. After communicating with the biomedical engineer (bme) via phone on 07jan2026, the device has been unrepaired and locked away in a storage closet as it is still pending service proposal approval/repair. This investigation is still ongoing.